Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 10.96 miu/ml. On (B)(6) 2024, the repeated result was < 0.100 miu/ml with a data flag. The results were reported outside of the laboratory to the patient's doctor. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The last calibration, before the date of event, was on (B)(6) 2023, (16 weeks before the first result). The level 2 calibration result was slightly below the expectations. The customer recalibrated twice on (B)(6) 2024 (date the second result was obtained). The qc was within specifications. A general reagent problem could be excluded. The liquid flow clean occurred on the date of the event and the results were acceptable. The measuring cell count was acceptable. It was noted that the customer used a fixed centrifuge instead of a swing centrifuge, which can lead to slanted sediments that can affect sample quality. Due to the limited information, no clear root cause for the high result could be found.